Event description:
Inserting midline catheter. When attempting to place midline, attempt was unsuccessful. Catheter was properly inserted and advanced into patient. Upon pulling midline catheter out, no guide wire attached to the needle was detected. FDA safety report ID# (B)(4).